Manufacturer narrative:
The device was returned and a product evaluation was performed. The suspect foresight module was tested with known good working equipment and the st02 readings were low for both channels. They both measured 47%. The module housing was removed and the nsam board was found to have several corroded parts on both sides of the board. A visual inspection found fluid pooling around the components. The point of entry of the liquid was not able to be determined. There was a cut in the outer green insulation of the communication cable. It was noted that the snap spring clips and the flag label on sensor cable 2 were missing. The device service history record review was completed and all manufacturing inspections passed with no non conformances. The UDI number was not able to be found. Manufacturing was ruled out as a cause as the device history review did not find any related non conformances. The reported issue was confirmed by evaluation. The root cause is due to unintended use error. The customer will be notified of the evaluation results and as a reminder of the IFU information regarding liquid contact with the components.

Event description:
It was reported that there was a malfunction with the foresight module. The edwards representative reported that when being used the foresight module would not populate the st02 readings. They attempted to troubleshoot by unplugging and re-plugging the unit in, but that was unsuccessful. They confirmed the foresight sensors location on the patient and it was fine. When they exchanged the foresight sensors it did not resolve the issue. They also powered off and re-started the monitor, but that was still unsuccessful to get the readings to display. When they exchanged for another foresight module, then the readings appeared. There was no inappropriate patient treatment reported. There was no patient harm or injury.